Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pace impedance measurement, measuring 1200-1700 ohms. Technical services was consulted and offered troubleshooting options. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pace impedance measurement, measuring 1200-1700 ohms. Technical services was consulted and offered troubleshooting options. The pacemaker system remains in service. No adverse patient effects were reported.